Manufacturer narrative:
Foreign report source: (B)(6).

Event description:
Information was received that the cuff of a smiths medical portex sacett suction above cuff endotracheal tube leaked air while in use with a patient at a hospital. Subsequently, a tube change was required. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that cuff patency was checked prior to use and that there were no adverse patient effects.